Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, blank display. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-431ak, mmt-342, mmt-7040a, mmt-1884l. The customer was using the auto mode/smartguard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported high bg event. The customer reported a blank display. No further patient complications were reported. No product return is required for mmt-431ak. No product return is required for mmt-342. No product return is required for mmt-7040a. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. Blank display not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted se grocers alkaline battery installed. No damage noted on the original battery cap. Please see below pertaining to primary svn 000318659597 and event date 21-nov-2024. There were no boluses listed on the event date 21-nov-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 21-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 21-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 21-nov-2024 in the pump history file. 11/18/2024 14:52:05.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. 11/18/2024 15:02:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. 11/20/2024 17:13:01.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/21/2024 02:44:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 11/21/2024 02:54:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 11/21/2024 03:15:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 11/21/2024 03:25:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 11/21/2024 10:46:19.000 batteryremoved (55) 11/21/2024 10:46:19.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/21/2024 10:46:44.000 batteryremoved (55) 11/21/2024 10:47:04.000 batteryremoved (55) 11/21/2024 10:47:07.000 batteryinserted (44) 11/21/2024 10:47:07.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 11/21/2024 10:47:14.000 batteryremoved (55) 11/21/2024 10:47:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/21/2024 10:49:06.000 batteryinserted (44) 11/21/2024 10:49:13.000 alarmalertnotification (40). Faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 11/25/2024 7:19:00 pm. There was no power data available for the event dates of 11/20/2024 and 11/21/2024. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), failed batt/battery failed alarm and battoutlimit (6)/power loss alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Nodelivery alarm - not confirmed. Lowbatteryalert - unknown. Changebatteryfault (73) - unknown. Offnopower (11) - unknown. Failedbatttest (58) - unknown. Battoutlimit (6) - unknown. Please see below pertaining to svn 000317760793 and event date 05-jul-2024. Unable to perform the history review 2 days prior to the event date 05-jul-2024 in the pump history file due to no data available. Please see below pertaining to svn 000318566747 and event date 09-nov-2024. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-nov-2024 in the pump history file. 11/08/2024 08:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/09/2024 06:20:01.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/09/2024 07:34:42.000 batteryremoved (55) 11/09/2024 07:34:42.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/09/2024 07:34:44.000 batteryinserted (44) 11/09/2024 07:34:44.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 11/09/2024 07:34:45.000 batteryremoved (55) 11/09/2024 07:34:45.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/09/2024 07:44:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 11/09/2024 09:19:10.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 11/25/2024 7:19:00 pm. There was no power data available for the event date of 11/09/2024. Unable to check power data for low battery alert, failed batt/battery failed alarm and battoutlimit (6)/power loss alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. Failedbatttest (58) - unknown. Battoutlimit (6) - unknown. Please see below pertaining to svn 000318571431 and event date 10-nov-2024. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 10-nov-2024 in the pump history file. 11/08/2024 08:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/09/2024 06:20:01.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/09/2024 07:34:42.000 batteryremoved (55) 11/09/2024 07:34:42.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/09/2024 07:34:44.000 batteryinserted (44) 11/09/2024 07:34:44.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 11/09/2024 07:34:45.000 batteryremoved (55) 11/09/2024 07:34:45.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/09/2024 07:44:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 11/09/2024 09:19:10.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 11/25/2024 7:19:00 pm. There was no power data available for the event date of 11/09/2024. Unable to check power data for low battery alert, failed batt/battery failed alarm and battoutlimit (6)/power loss alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. Failedbatttest (58) - unknown. Battoutlimit (6) - unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Blank display not confirmed. Battery cap contact missing/damaged not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.